Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Event description:
Customer reported the sensor was giving in accurate readings. Customer's blood glucose was 48 mg/dl and sensor reading was 73 mg/dl. Customer uses the serter to insert no issues. Customer has noticed bent sensor cannulas on previous sensors. Customer stated one came out and bent in half. Customer inserted in the thigh. Customer declined troubleshooting for lost sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.